Event description:
It was reported that patient experienced an event on (B)(6) 2026 where infusion set got caught and ripped the set out when the patient was lying down working under a vehicle.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.